Event description:
It was reported the patient experienced delayed healing at the ipg wound site. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was relocated. The ipg was explanted and replaced with a new ipg. There was no sign of infection. Patient was prescribed antibiotics. Reportedly, therapy was restored and the ipg wound site has healed.